Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2013 was chosen as a best estimate based on the implant date. This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle pelvic floor repair kits was implanted into the patient during a posterior repair tvssf (transvaginal sacrospinous ligament fixation) procedure performed on (B)(6) 2013 for the treatment of vault prolapse. As reported by the patient's attorney, the patient has experienced an unspecified injury.